Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the date of death is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after a cryo ablation procedure, there was a complication attributed to the sheath puncture site. The "disease" progressed, and the patient expired. It was noted that there were no issues with device. No further details are available at this time.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed thirteen applications were performed with balloon catheter 2af284 lot number 61636 without any issues. The pressure, flow, and temperatures were all normal during ablation. In conclusion, the clinical issue (death) was not confirmed through data analysis. Additionally, there was no indication of product performance malfunction contributed to the death. The reported sheath 4fc12 with unknown lot number was not returned for investigation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further information received indicated that the physician noted that the death was caused by a hemorrhage on the puncture site and that this was related to the procedure.